Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels and the customer became unconscious. Additionally, bg levels resulted in the customer being involved in a car crash. Bg levels were addressed with third-party assistance. In addition, the customer was hospitalized multiple times. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.